Event description:
It was reported that the patient presented in clinic arrhythmia. Device interrogation revealed noise oversensing leading to pacing inhibition on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.